Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped during ventilation. No patient injury was reported.

Manufacturer narrative:
The device was tested onsite by dräger service and the log file was provided to the manufacturer for a detailed analysis. During a functional test the device behaved as specified and no problem was found. The logged entries show that the safety software of the device detected a significant difference in expiratory and inspiratory pressure on february 22 at 8:22 am and 9:27 am, and alarmed ¿device failure¿ as a result. There is no indication of a technical malfunction in the log file. Based on the results of the investigation it is likely that the root cause of the event was an issue within the breathing circuit. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying visual and audible alarm messages. A pressure release of the pneumatic system as a safety measure was performed to allow for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped during ventilation. No patient injury was reported.

Event description:
It was reported that the device stopped during ventilation. No patient injury was reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.